Manufacturer narrative:
The device was discarded. The lot review was performed and no discrepancies or non-conformances were found that would have contributed to the reported event.

Event description:
The customer reported that a primary plum set is leaking at the filter, specifically from the air holes on the filter. The drug involved is taxol. There was patient involvement, but no adverse event, no medical intervention and no delay in critical therapy.